Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads and electrodes of the lifevest equipment. The rash was reported as red, bumpy, inflamed and itchy. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, recommended the cream used on the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the cream helped the skin irritation to improve.